Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 14-nov-2024. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed that there was a reddish material and a hole on the pebax surface. The device was connected to carto 3 system and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The impedance issue reported by the customer could be related to the reddish material found on the pebax; therefore, the issue reported was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. The instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. The qdot micro catheter impedance reading was lost on the ngen generator. No other errors were present. To troubleshoot, they reseated the grounding pad and exchanged the cable without resolution. The catheter was exchanged and the issue resolved. The case was continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-dec-2024, there was reddish material and a hole on the pebax surface observed. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 12-dec-2024 and have assessed this returned condition as reportable.